Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Unit had scratched display window, battery tube threads, cracked case at display window corners, reservoir tube lip and battery tube threads.

Event description:
It was reported that the drive support cap is flush with the case. Reminded the caller not to press on the cap. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.